Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of angina and restenosis as listed in the xience v instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported via a trial that on (B)(6) 2007 the patient underwent stenting in the mid left anterior descending artery with one 3.0 x 18 xience v stent. On (B)(6) 2010 the patient experienced angina and a headache. On (B)(6) 2010 the patient underwent additional stenting in the non-target lesion in the first diagonal branch artery with a promus stent and the index lesion in the mid left anterior descending artery with a promus stent. The patient's condition resolved on (B)(6) 2010. There was no adverse patient sequela. There was no additional information provided.